Manufacturer narrative:
(B)(4). The customer has requested assistance with alarm logs following a pt death. No allegation of device malfunction has been made, however a delay in treatment may have occurred. Philips in the process of obtaining additional info occurring this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer has requested assistance with alarm logs following a pt death. No allegation of device malfunction has been made.